Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that the connecta wht 360deg valve tb 100cm experienced leakage during use. The following information was provided from the customer: verbatim: google translator: ¿the customer states that on connection of the 3 way line whilst flushing with fluid, it was found that two products of the same batch number, leaked through the port. The port was reported to be very loose.¿ found during use. No reports of serious injury or medical intervention noted. H.6. Investigation: a device history review was conducted for lot number 8215999. Our records show that this is the third instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained for this complaint, previous investigations and a subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced leakage during use. The following information was provided from the customer: verbatim: google translator: ¿the customer states that on connection of the 3 way line whilst flushing with fluid, it was found that two products of the same batch number, leaked through the port. The port was reported to be very loose.¿ found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced leakage during use. The following information was provided from the customer: verbatim: google translator: ¿the customer states that on connection of the 3 way line whilst flushing with fluid, it was found that two products of the same batch number, leaked through the port. The port was reported to be very loose". Found during use. No reports of serious injury or medical intervention noted. Summary detail: this complaint is MDR reportable. The incident could have potential to impact medication delivery. Potential to cause serious injury or harm. Event type: leakage.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced leakage during use. The following information was provided from the customer: verbatim: google translator: ¿the customer states that on connection of the 3 way line whilst flushing with fluid, it was found that two products of the same batch number, leaked through the port. The port was reported to be very loose.¿ found during use. No reports of serious injury or medical intervention noted. Summary detail: this complaint is MDR reportable. The incident could have potential to impact medication delivery. Potential to cause serious injury or harm. Event type: leakage.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8215999. Our records have detected a trend for this issue occurring in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were unable to duplicate this event through the leakage testing of the submitted device. However previous investigations and subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. CAPA#629955 was initiated. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59.